Event description:
I had essure placed back in 2010. And shortly after that, I was diagnosed with hypothyroidism. I also have been experiencing chronic back pain, hip pain, severe bloating, and weight gain. I wake up with a headache every morning since I had the essure placed. I have recently been diagnosed with an enlarged uterus.